Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to stress of repeated use, external factors or handling may have caused the defective event. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that there was a leakage from the forceps channel of the subject device. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was peeled off. This report is being submitted for the malfunction found during device evaluation (coating peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
During inspection and testing, the reported issue (leakage from forceps channel) was confirmed and found to be caused by perforated forceps channel. The forceps channel was found to be perforated due to external factors. In addition, service found the continuity was lost due to damaged tip cover, the bending angle was out of specification due to wear of the angulation wire, the flexible tube of the insertion section was crushed, and the adhesive on the bending section cover was chipped. Scratches were observed on the control section, the rotating mechanism, the switch box, the grip, the angle lever, the up down plate, the universal cord, the scope connector, and the scope connector cover due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.